Event description:
It was reported that the device had the service indication illuminated and logged several fault codes repeatedly in the memory that might indicate a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and verified the reported fault codes logged in the memory. However, additional testing was unable to duplicate the observed issue and determine further component root cause.